Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and no anomalies were found. The set screw was found disengaged from the connector block, tipped sideways, and was undamaged.

Event description:
It was reported that pace/sense set screw was loosened until it came out of the device header port. The set screw was unable to be re-engaged to tighten down on lead therefore a new device was requested. The device was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.